Event description:
It is reported that a customer experienced high blood glucose of 515 mg/dl. The customer was treated for the high blood glucose with a syringe. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with assisted with trouble shooting and was advised to change the infusion/reservoir set. The insulin pump works as designed. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Adv there can be many reasons for a high bg and we would like to perform. Some t/s to test their equipment. Patient expressed the following symptoms of high bgs: feels like a truck . Ran her over, thirsty, bathroom alot, heart palopts and breaking down in a cold sweat. Patient did not contact their hcp for high bgs. Customer states they have a backup plan. The patient has treated for high bgs. Details of treatment are as follows: manual injections . Patient does feel okay to t/s. Adv customer to disconnect from the pump. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (recessed). Advised to disconnect at qr or remove set from body. Customer disconnected at qr. Says she smeels insulin in the reservoir cavity. Adv to check the tubing for air. Found no air bubbles or leaks . Assisted the customer with removing the reservoir and rewinding the pump. Adv to reinsert reservoir and run a manual prime. Insulin did exit the tubing. Customer reports they did not find a leak. Time and date are correct. Alternates side customer states basal rates are correct. Customer states bolus wizard settings are correct. Checked alarm history. Found looks good . Low res and one no delivery. When she gets to the low reservoir - its will say no delivery bolus. Says she unscrews the cannister and puts it back in and it works. Changed infusion set today. Checked bolus history. Found looks good. Item - 'advise customer to locate the tubing clamp' reason not completed - does'nt have one . Customer does not have a tubing clamp available. Adv the patient we will send out a tubing clamp and to call back to continue troubleshooting when they receive it. Expl the 2 high bg rule. Adv the patient to change the entire set, reservoir and insulin and treat per hcp's instructions. Need to do the hp test when the tubing clap arrives. Ship tubing clamp // return nothing (B)(4): cust called back to run hp test. Inquired what led up to the complaint. Customer response: cust stated that she recieved the hp clamps we sent and wants to test the pump due to high bg's. Cust is still experiencing high bg's and will be meeting with her doctor in 2 days to discuss what has been going on with the high bg's. Adv customer to locate the tubing clamp. Assisted with performing the hp test. Test passed. Cust stated that the pump will give a no delivery alarm after the pump has given a low reservoir alert. Cust stated that this happens when cust is delivering a bolus, and that it doesn't happen everytime but enough to notice. Cust also mentioned that there is the smell of insulin in the reservoir bay. Had cust check to see if there is any fluid in the pump. Cust stated she cannot see any fluid in the pump. Asked cust if she had any issues with a reservoir leak into the pump. Cust was not sure. Adv cust that the pump will give low reservoir alarm based on setting in the pump for either approx time left on reservoir or approx units left based on positioning on the piston. Had cust check low reservoir warning alert and cust has pump set to units left. Adv cust that pup will alarm when reservoir gets to set amount and then will give a second alarm at about half that amount. Cust was not aware of this second alarm. Adv cust that if she continues to use the reservoir and attempt a bolus, she may run out of insulin in the reservoir and can get a no delivery alarm since there is no more insulin for the pump to push out. Asked cust if she has ever call hl for no delivery alarms. Cust stated no. Adv cust that no delivery alarms can come up in a number of different ways and this can be one of them. Adv cust to try to call hl if she gets any alarms, as they happen, so we can t/s them in the state * they occur. Cust understood and will monitor the pump for now. Adv customer the pump is working as designed. Expl the 2 high bg rule. Adv the patient to change the entire set, reservoir and insulin and treat per hcp's instructions. Assisted with resetting the fixed prime. Explained the interaction aftercare email. Adv and directed the customer to additional resources on our website. The patient does have another infusion set available. Adv to remove the set from the body. Question - was the cannula/needle bent? Response: cust removed the set after initial t/s on (b)( 20)14, so cust was providing this info from memory. Expl that high bgs are often caused by site/set issues. Reminded the patient to change the set every 2/3 day per IFU and cdc guidelines. Customer states the cannula is not occluded. Patient states the site is not sore or irritated. Expl the two high bg rule. Adv to change the entire set, reservoir and insulin and treat per hcp's instructions. Adv the customer of the interaction aftercare email. Adv and directed the customer to additional resources available on our website. Adv the patient to check the insulin vial. Found: insulin looks clear and expires 2/2016. Expl the two high bg rule. Adv to change the entire set, reservoir and insulin and treat per hcp's instructions. Expl if insulin has expired, or pump/set/reservoir has been exposed to high temps or direct sunlight, to change set/reservoir and insulin. Adv the customer of the interaction aftercare email. Adv and directed the customer to additional resources available on our website. Customer's outcome pertaining to the complaint: adv cust to monitor bg and treat accordingly. Additional notes: adv cust that pump is working as designed and to consult her doctor to discuss other possible causes of the high bg's. Had cust check bg and cust was at 335. Cust treated for bg of 336 before calling hl, so since bg is still high, adv cust to contact her doctor once we are done to see what she can do about the high bg's. Cust stated that she will follow up with her doctor for now and treat with syringe and do complete set change. Cust had no further questions.